Event description:
Information received by medtronic indicated that the customer received a trace pointers are invalid (pump error 68), software error detected (pump error 53), history pointers failed. The history pointers are corrupted (pump error 49), post-reset ram crc alarm (pump error 23). Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Alarm did not occur immediately after a battery change. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer returned the pump for alleged pump error 53, pump error 23, pump error 49, and pump error 68 alarms found on 7/15/2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. The pump was successfully downloaded using thump. No pump error 63 alarm occurred during testing. A review of the pump history file shows on 7/15/2023 pump error 53 (line number 0 file number 224) alarm (05:49:01), alarm cleared (05:52:24) pump error 23 (line number 645 file number 39) alarm (05:52:49) pump error 49 (line number 645 file number 39) alarm (05:49:03 and 05:52:34) pump error 68 (line number 645 file number 39) alarm (05:49:03) the detailed traces do not cover the time frame of the incident. The analysis is based on pump history and diagnostic traces: pump error 53 was triggered due to an exception in main mcu - suspecting the hw pump error 68, 48, and 23 could be the consequence of pe53 due to ram corruption the pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, cracked battery compartment at the corner of the belt clip rails, cracked battery tube threads, stained serial number label, end cap address label faded, and pillowing keypad overlay. Pump error 53 alarm is confirmed due to an exception in the main mcu, fault isolated to the hardware. Pump error 68, pump error 49, and pump error 23 alarms are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.